Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the skin infection cannot be ruled out. Skin infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 62-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient notified novocure of an inflammatory skin reaction with mild localized swelling and an itchy bump on the back of her scalp. Following consultation with her healthcare provider (hcp), a swab was taken, and a staph infection was diagnosed. A 7-day course of oral antibiotics was prescribed. The patient had temporarily discontinued optune gio therapy as of (B)(6) 2025 and indicated she would inform novocure when therapy resumed. On (B)(6) 2025, the patient reported to novocure that optune gio therapy remained discontinued due to the staph infection. The hcp subsequently prescribed a 7-day course of topical antibiotic cream. Attempts to contact the patient's physician have not yet received a response.